Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 348 mg/dl and 132 mg/dl. Customer washed hands between readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
While using c.o.r.e drill, the handpiece overheated and burned both sides of patient's upper lip. A second handpiece was obtained and also overheated. Another type of equipment was obtained and procedure was completed. Lip is swollen. Bacitracin ointment applied to lip. At time of discharge 2 days later, right burn with sloughing at periphery-left burn with scabbing. To apply bacitracin bid for 7 days and to follow-up with plastics.